Event description:
It has been reported to philips that the system stuck at 00:00 and was not booting up. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the system log file confirmed that there was malfunction with the flexvision pc. During troubleshooting, the fse identified that there was no display on flexvision monitor. The fse replaced the flexvision pc and hdd. Upon further investigation, the fse found an error in table geometry and found connection issue with geometry pc. The fse connected the cables on flexvision pc properly to resolve the connection issue and reported in another case. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement of the flexvision pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.